Event description:
It was reported that during an unspecified procedure, a dissection occurred. The 70% stenosed lesion was located in the heavily calcified, mildly tortuous mid right coronary artery. The lesion was approximately 30mm long. The physician encountered some difficulty advancing the flextome monorail cutting balloon to the lesion. The flextome mr cutting balloon was inflated two times with no issue. On the third inflation, the flextome mr cutting balloon developed a pinhole leak. The physician noted a minor dissection at the lesion, and the patient experienced chest pain. The dissection and lesion were treated with planned placement of a stent, and no further complications were reported. Patient status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon had evidence of being inflated with congealed contrast media in the shaft. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). The balloon could not be inflated due to the contrast media. The device was soaked in warm water and the balloon could still not be inflated. The balloon was immersed in water and a pinhole leak was confirmed by the air bubbles coming from the balloon. A visual and microscopic examination of the balloon material observed that the pinhole was 4mm from the distal end of the blades. In addition a blade mark was evident at the leak area. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an unspecified procedure, a dissection occurred. The 70% stenosed lesion was located in the heavily calcified, mildly tortuous mid right coronary artery. The lesion was approximately 30mm long. The physician encountered some difficulty advancing the flextome monorail cutting balloon to the lesion. The flextome mr cutting balloon was inflated two times with no issue. On the third inflation, the flextome mr cutting balloon developed a pinhole leak. The physician noted a minor dissection at the lesion, and the patient experienced chest pain. The dissection and lesion were treated with planned placement of a stent, and no further complications were reported. Patient status was reported as 'fine'.

Manufacturer narrative:
(B) (4). (B) (4).